Event description:
It was reported that a patient underwent a sling procedure (B)(6) 2009. During the procedure, an abdominal hysterectomy was also performed. For approximately the past two months, the patient has experienced slight dyspareunia and some bleeding. The patient told the physician that she was able to feel something in her vagina. The patient was prescribed premarin vaginal cream in anticipation of a corrective excision of the exposed tape.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.